Manufacturer narrative:
Sensor 0m0066xu6p4 has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no damage was observed. The senor plug was properly seated. There was no evidence of electric shock was observed. The returned sensor was sent for further investigation and de-cased. A visual inspection was performed on the de-cased sensor¿s printed circuit board assembly (pcba) and no damage was observed. An extended investigation has also been performed for the returned unit and no abnormalities were observed. The unit battery voltage was measured to be within specifications. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue such as corrosion/liquid, or damaged/missing component was observed. The unit DHR was reviewed and passed prior to release. Sim-vivo test (simulation of the electrical signal produced by the sensor tail) was performed and passed indicating the electronics are working as intended. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she felt an electric shock while wearing her freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she felt an electric shock while wearing her freestyle libre sensor. There was no report of death, serious injury, or mistreatment associated with this event.